Event description:
It was reported by service report that the one of the wheel assemblies will not roll due to a damaged caster and wheel bearings. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: wheel assembly.